Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported, primary humeral plating procedure. It was reported that the locking screw would not lock into the plate. The screw was removed and a second locking screw was used, which also wouldn't lock into the plate. The screw was removed and the surgeon decided the plate had sufficient fixation. Patient was closed and procedure was completed successfully with a delay of less than 5 minutes. The rep confirmed that no further information is available.